Event description:
It was reported that the patient had an infection on the pocket and midline incision sites. Symptom of pain in the back where the incisions were was noted. The infection was not device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all devices were removed and were discarded. The patient was doing well.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection on the pocket and midline incision sites. Symptom of pain in the back where the incisions were was noted. The infection was not device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all devices were removed and were discarded.